Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain/pelvic area pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine in 2009, headache in 2009, hyperthyroidism in 1999 and incarcerated umbilical hernia. Previously administered products included for an unreported indication: vaginal ring from 2004 to 2007. Concurrent conditions included herpes simplex since 2011, pain in hip since 2011, ovarian cyst, breast lump, breast tenderness, uterus enlarged, uterine fibroid, menses irregular and chronic cervicitis. Concomitant products included ibuprofen (motrin) since 2013, ibuprofen since 2013, naproxen from 2011 to 2013 and valaciclovir since 2011. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)/heavy bleeding and lengthy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal area pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/painful intercourse"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded; on (B)(6) 2007: total bilateral occlusion; in 2004: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems - condition: depression and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain were added. Patient's medical history updated, laboratory data updated. Outcome of the events updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain / pelvic area pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included incarcerated umbilical hernia. Previously administered products included for an unreported indication: vaginal ring from 2004 to 2007. Concurrent conditions included herpes simplex since 2011, pain in hip since 2011, migraine since 2009, headache since 2009, hyperthyroidism since 1999, ovarian cyst, breast lump, painful nodule, uterus enlarged, uterine fibroid, menses irregular and chronic cervicitis. Concomitant products included since 2013, ibuprofen since 2013, naproxen from 2011 to 2013, sumatriptan succinate (imitrex df) since 2009 and valaciclovir since 2011. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse) / painful intercourse"). On (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("menstrual bleeding / abnormal bleeding (vaginal, menorrhagia) / heavy bleeding and lengthy periods"). On an unknown date, the patient experienced abdominal pain ("abdominal area pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment's for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2004: results: total bilateral occlusion; on (B)(6) 2007: results: essure device was successfully occluded; on (B)(6) 2007: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)/heavy bleeding and lengthy periods were updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menstrual bleeding"). The patient was treated with surgery (underwent complete hysterectomy due to complications from the essure). At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.